Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00059. The pt was implanted with two percutaneous leads on (B)(6) 2010. It was reported that she lost stimulation. A diagnostic test revealed invalid impedance readings for all lead contacts. Efforts to recapture effective stimulation via reprogramming proved unsuccessful. Surgical intervention will be undertaken to replace the pt's lead(s).